Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Customer removed obstruction from pump speaker holes, cleaned area as instructed, removed and reconnected cartridge, and successfully resumed insulin after waiting; alarm did not recur, pump returned to normal operation, and technical support provided guidance on preventing future altitude alarms.